Manufacturer narrative:
The customer's report that the extension tubing leaked at the injection port was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a tear in the primary set's silicone segment directly below the upper fitment component. No other damage or issue was observed. Functional testing confirmed leaking from the tear. Pressure testing resulted in no leaking. The root cause was not identified.

Event description:
It was reported that the extension tubing sets leaked at the injection port. Although requested, there has been no impact to patient response or additional event information made available to date.